Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via phone call low blood glucose levels. Customer's blood glucose level was 46 mg/dl. Customer was advised to adjust the setting on their device and troubleshoot with the helpline. Customer declined to speak to the 24 hour helpline.